Event description:
It was reported that (2) devices were used during a video assisted thoracic surgery. It was reported by the affiliate that the (2) scb45 devices could not be fired. Another device was used to complete the case. There was no consequence to the pt.